Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer jumped into a pool multiple times while wearing the pump. Subsequently, multiple malfunction alarms occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy and would contact their health care provider for information on dosing until the replacement pump was received.